Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was unavailable. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt's glenoid was fractured during primary surgery approx one year ago (sales rep was not aware of the fracture), so a hemi shoulder was implanted instead of a total. On (B)(6) 2010, the hemi was converted to a total as originally planned, which is the day the sales rep became aware that a fracture had occurred in the primary surgery.